Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter tubing. Two kinks were found on the catheter tubing approximately 75.9cm & 60.2cm from the iab tip. Additionally, a kink was found on the catheter tubing and inner lumen approximately 76.2cm from the iab tip. The optical fiber was found to be broken approximately 9.4cm from the iab tip. The extender tubing was also returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.